Event description:
Factory analysis of the returned power management pcb board revealed a missing transistor that resulted in the reported power issue.

Event description:
The customer reported that the unit will not turn on. There was no patient involvement. The field service engineer replaced the power management board to address the reported problem. The unit passed all applicable testing.